Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient had a "ripping" pain at the pocket. The patient was not able to locate her ins. The patient had an appointment scheduled with their healthcare provider and was told to contact the manufacturer's representative for assistance in turning ins down. It was also noted that the patient was not able to adjust stimulation. It was attempted to get communication but were unsuccessful. The patient could no longer palpate ins in her right buttock. It appeared the implant was registered as being placed on her left but the patient was sure ins was on her right. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the healthcare professional saw the patient yesterday. If additional information is received, a follow up report will be sent.

Event description:
The device was returned to the manufacturer with no other information.

Manufacturer narrative:
Concomitant medical product: lead model # 3889-28 lot # v824102 implanted (B)(6) 2011 explanted unknown.

Event description:
Additional information received noted that the patient had been reprogrammed and was doing much better. She had the stimulation turned too high for her to tolerate.

Manufacturer narrative:
Final analysis of neurostimulator model 3058, serial # (B)(4), showed no anomaly found.

Event description:
Additional information received noted that regarding any diagnostics, there were normal impedances. Cause of the pain was determined to be ipg. The ins was able to be successfully interrogated. Any interventions performed was noted as battery pocket adjustment. Patient outcome was noted as better upon follow up.

Manufacturer narrative:
(B)(4).